Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was alleged to have malfunctioned, 3 days after implant. It was noted that this device was not operating as it should have. The previous right ventricular (rv) had experienced issues in which x ray imaging had been performed and this patient had an external defibrillator for approximately 1 month before a revision operation. This patient had experienced palpitations. This patient had to take the external defibrillator off before showering noting they did not have protection once a day for that month. This patient noted this crt-d had restricted them from comfort and natural positions of resting as well as their use of the seat belt in a vehicle in regard to location of the pacemaker. This patient noted it created difficulty going through x ray machines and humiliation at airport scanners. During the revision operation this device was explanted and a non boston scientific device system was implanted. It was noted that this crt-d will likely not be able to be returned. No additional adverse patient effects were reported.